Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, chipboard box label specifies that the minimum guiding catheter compatibility for a 2.8x16mm graftmaster rx stent is 6f / 0.068 inch (1.73mm) inner diameter (ID). The reported 5f kiwami brand guide catheter used for the procedure had an ID of 0.059 inch (1.5 mm) as specified on the product website. In this case, it is likely that the product label deviation caused the reported difficult to position (guide catheter), as resistance was noted during advancement into the guide catheter and it was reported the incorrect size guide catheter was used for the procedure. The investigation determined the reported difficult to position (guide catheter) appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 2.8x16mm rx graftmaster stent delivery system (sds) failed to cross due to resistance with a 5 fr non-abbott guiding catheter. The perforation was successfully treated with a new same size graftmaster. There was no adverse patient sequela reported. No additional information was provided.